Manufacturer narrative:
(B)(4).

Event description:
Patient had experienced increased pain. The daily infusion drug dose was increased on (B)(6) 2012, (B)(6) 2012, and on (B)(6) 2012. On (B)(6) 2012 device interrogation noted no alarms or alerts. On (B)(6) 2012 healthcare provider (hcp) also reprogrammed daily dose to flex pattern along with an increase. The following day i.e. On (B)(6) 2012 an x-ray was done that showed migrated catheter. The event was noted to be ongoing. Drugs delivered via the device were dilaudid, bupivacaine and baclofen. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: programmer: 8835, serial# (B)(4). Catheter: model: 8709, serial# (B)(4), implanted: (B)(6) 2011, explanted: unk. Catheter: model: 8709, serial# (B)(4), implanted: (B)(6) 2012, explanted: unk. (B)(4).

Event description:
Additional information: it was reported that a surgical revision of the catheter where the catheter was spliced took place on (B)(6) 2012. The patient outcome was reported as resolved without sequelae.